Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer was stuck on universal surgical manipulator (usm) 2 of the patient cart. The customer had to manually release the vessel sealer that was stuck on tissue on usm 2. The customer was able to manually remove and replace the instrument and continue. Technical support identified error 22024 pointing to a low grip torque error on usm 2 of the patient cart. Procedure was completed with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on the in house system and passed normal mode. The unit passed patient side cart (psc) fixture test platform (pftp) tests. Opened up carriage for visual inspection and found degrees of freedom (dof) 7 gearbox not fully seated. Attempted to reseat gearbox and found it was damaged. Usm was placed back on system and engagement error 22020 occurred. Root cause of this failure is attributed to component failure.